Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11238. It was reported that in-stent restenosis (isr) occurred. On an unspecified date, an epic stent was implanted to treat a target lesion in the superficial femoral artery (sfa). In (B)(6) 2017, the patient presented for treatment of the 100% restenosed 8x100x75 epic¿ vascular stent located in a mildly tortuous and moderately calcified sfa. A 7.0mmx40mmx135 cm (4f) sterling¿ balloon catheter was advanced for dilatation. Upon inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.